Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation issues and noise was also noted. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.